Manufacturer narrative:
Result: calf supports.

Event description:
It was reported by service report that the calf supports were worn and not holding patient weight. No pt involvement or adverse consequences are reported.